Manufacturer narrative:
This supplemental report is being submitted to provide the subject device evaluation result. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, there was the possibility that this phenomenon was attributed to the deterioration of the component of the printed circuit board due to the long-term use because over five years had passed from the subject device had been installed.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the preparation for use, the error e330 was displayed. The service department of south korea checked the subject device and found that the error b30 which indicated that there was the communication problem between the endoscope and the subject device was displayed due to the failure of the electrical circuit board of the subject device. There was no report of patient injury associated with this event.